Event description:
It was reported that the tubing clamp was missing from the unspecified bd intima ii¿ catheter. The following information was provided by the initial reporter, translated from chinese: "at 12:00 on (B)(6) 2022, the indwelling needle was reset for the patient. During use, it was found that the indwelling needle had no clamp and could not be used normally. It was replaced immediately and it could be used normally. Google translation: at 12:00 on (B)(6) 2022, the indwelling needle was reset for the patient. During use, it was found that the indwelling needle was not buckled and could not be used normally. It was replaced immediately and it could be used normally".

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter e-mail: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.